Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on act and down arrow buttons. No scrolling scroll bar noted. Cracked reservoir tube lip,cracked battery tube threads, scratched display window, and cracked case near display window corners noted during visual inspection. No button error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 100 mg/dl. Troubleshooting was performed. The device was returned for analysis.